Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces, keypad flex connector, pcba 1, pcba 2, motor home switch and force sensor. Unable to download history files and traces using thus due to unresponsive keypad. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label faded and stained; end cap address label faded and peeling). Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad traces, keypad flex connector, pcba 1 and pcba 2. Unable to download history files and traces due to unresponsive keypad. Cosmetic damage was confirmed at the back of pump. Exposure to moisture was confirmed. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for the event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinue the use of medical device. Mmt-1780kpk was requested and device was returned.